Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported events is also documented in the wingspan directions for use (dfu) as observed/ anticipated adverse events, the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use. As per the additional information, the operator judged there was severe orthotopic stenosis. It is most probable that there were some procedural or anatomical factors present during the clinical procedure which contributed to the patient vessel occlusion. An assignable cause of anticipated procedural complication will be assigned to the as reported patient vessel occlusion, as a device related root cause does not apply and the issue is due to a known physiological effect that is noted with the directions for use, device labelling and/or risk documentation.

Event description:
It was reported that during the procedure at the right mca (middle cerebral artery), balloon angioplasty with stent placement for ais (acute ischemic stroke) was performed. After aspiration by a distal access catheter, the operator judged there was severe orthotopic stenosis. Dilated using a balloon guide catheter and then deployed the subject stent. Dsa (digital subtraction angiography) showed good development, full expansion of the subject stent nitinol cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. But after 15 minutes the vessel occluded. The operator deployed a second balloon mounted stent cranially from the first subject stent implantation site and after that the development showed good blood flow. Even after the second stent was deployed, the vessel still occluded after 15 minutes, so the operator finished the procedure directly. In physician¿s opinion, the vessel occlusion was related to the pre-existing condition/ patient factor or procedure-related. Patient condition and any other medical intervention performed due to this event is unknown. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that during the procedure at the right mca (middle cerebral artery), balloon angioplasty with stent placement for ais (acute ischemic stroke) was performed. After aspiration by a distal access catheter, the operator judged there was severe orthotopic stenosis. Dilated using a balloon guide catheter and then deployed the subject stent. Dsa (digital subtraction angiography) showed good development, full expansion of the subject stent nitinol cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. But after 15 minutes the vessel occluded. The operator deployed a second balloon mounted stent cranially from the first subject stent implantation site and after that the development showed good blood flow. Even after the second stent was deployed, the vessel still occluded after 15 minutes, so the operator finished the procedure directly. In physician¿s opinion, the vessel occlusion was related to the pre-existing condition/ patient factor or procedure-related. Patient condition and any other medical intervention performed due to this event is unknown. No further information is available.